Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.. Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. Concomitant medical products: product ID: st-jude-lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.